Event description:
The customer reported an issue where the cartridge was not fully snapped into the pump. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to remove the pump case, inspect various components, and clean the pneumatic tap area. After these steps, the customer successfully reloaded the original cartridge and was able to resume insulin therapy.